Event description:
Customer reportedly received result of 37 mg/dl and result in the 90's (mg/dl) within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.